Event description:
Medtronic physio-control is investigating failures of the pulse transformer that have occurred during the mfg process. A failure of the transformer would result in the device becoming inoperable. There have been no failures reported in distributed product.